Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of backup operation was confirmed and was due to non maskable interrupt and multiple bits flip in the device product code. After product code was successfully downloaded, results indicated normal device characteristics.

Event description:
It was reported that the pt came in for device change out. After the pulse generator was explanted and upon interrogation, the pulse generator exhibited backup vvi operation. Device was replaced.